Event description:
Report received from clinical study follow-up: approximately 49 months post implant the pt expired. Death certificate stated cardiorespiratory arrest due to arrhythmia. Last echo was at the 3 year follow-up showed a mean gradient of 2mmhg with no regurgitation. 3 years post op exam revealed cellulitis of the leg that was treated with antibiotics. The valve was not returned for analysis.